Manufacturer narrative:
According to the complaint the used device was not defective, it is discarded and will not be returned to the manufacturer for evaluation. The patient seems to have a medical history of problems affecting the heart as well as urinary retention. The latter probably because of the normal age-related effects caused by an enlarged prostate which hinders the urine to flow naturally. The full spectra of co-morbidities, and medications, used by this patient is not known to us, however he seems to have problems related to enlarged prostate. We have been informed that herbal medications have been used, probably for pain relief. The patient was introduced to intermittent catheterization by his doctor and we presume that he received adequate education and guidance related to the therapy. It was reported that the procedure was initially carried out without any problems. However, the patient was hospitalized because of a probable vessel in the prostate that had burst and caused bleeding. It's very unlikely that this problem was a result of the lofric catheter used. Rather it's the result of the medical condition and age of this patient. The patient left the hospital and has recovered.

Event description:
This adveres event occurred outside us. The patient is a man, 67 years old, who has had a type of catheter called double kissing (dk) crush technique for 4 months. This is related to blockage of the blood vessels that supply the heart with blood. No further explanation about this comorbidity is known. He has reported to not use any anticoagulants medications (blood thinners). The patient was instructed how to use intermittent self-catheterization (ic) and used lofric origo sleeve, ch12 (he wanted to use flexible but it was not available). The ic procedure was performed without any problems. In the morning the next day the patient experienced bleeding and expressed that the eyelets of the catheter were full of blood clots and no urine could be drained. He drunk 600 ml of water and repeated ic two hours later, but his condition was the same and he went to the hospital. At the hospital bladder irrigation was performed, which is a procedure used to flush sterile fluid through the catheter into the bladder to prevent blood clots. Not clear from the description if the patient stayed over night or not. A statement from the treating doctor revealed that a vessel in the prostate burst (rh 380ml, size of prostate approx. 200qcm). This is too large to perform ic according to the doctor (internal note: it should not be seen as a contraindication according to wellspects clinical documentation). The patient also informed us that he started using the herbal medication arnica the same week. Arnica is a traditional nature medicine and may be used for pain relief. Patients with bleeding and clotting disorders can make the condition worse.